Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion. The system was scheduled for extraction. All available information indicates that as of this time, the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).